Manufacturer narrative:
Investigation summary: received (B)(4) units without packaging material. A complaint history check was performed and this is the 1st related complaint reported with the defect condition of leakage with lot number # 7327640 regarding item # 385100. DHR review was performed on the sub-assembly lots: 7325998: a total of 180,000 units were manufactured on qfa line 2 from 29nov17 through 1dec17 7325504: a total of 180,000 units were manufactured on qfa line 3 from 1dec17 through 3dec17 both of the lots above had a non-related td (2017-89 for scales swi) implemented during production. 7331828: a total of 180,000 units were manufactured on qfa line 3 from 6dec17 through 8dec17 all challenge, set-up and in process samples and testing were performed in accordance with quality control plan all passed per specifications. Probable root cause is indeterminate. Unit 1: a definite source that caused the damage observed on the column wall (contributive to leakage) could not be determined. Leakage due to a column tear is normally attributed to incorrect usage or excessive actuations. Unit 2: the unit did not display any adverse characteristics that would contribute to the defect the customer experienced. The failure could not be confirmed or reproduced in the laboratory. Q-syte product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. These inspections are performed by operators to ensure process changes are identified. If defects are observed, disposition of the product, root cause and corrective action are applied according to the quality control plan. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Event description:
It was reported that bd q-syte¿ luer access split-septum stand-alone device leaked. No serious injury or medical intervention was reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd q-syte¿ luer access split-septum stand-alone device leaked. No serious injury or medical intervention was reported.